Event description:
End user would run over the threshold into the kitchen when the wheel came off. States that he had fallen.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed. The futura/front fork is the same /similar to a product or products which are, or have been manufactured and/or marketed by invacare in u.s.